Manufacturer narrative:
Follow-up #1: date of submission 3/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: no defect was found. Cgm history shows both ¿cs208¿ low bg ¿cs214 bg below 55¿ warning on (B)(6) 2017. Last basal delivery was on (B)(6) 2017@09:02am. Tdd add up correctly and reflect the programmed basal rate target. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%..the pump reflected 24u after a 24hr on 1u/hr duration test. No eaw occurred during the investigation, test ¿cs214¿ bg under 55 limit warning and ¿cs208¿ low bg warning were simulated with 80mg/dl as threshold.. The pump gave the appropriate ¿cs208¿ and then ¿cs214¿ warnings audible and visible alert. Unable to duplicate ¿absence of cs214¿ complaint. . Low bg warning feature is functioning properly.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) /2017 was 39 mg/dl with cognitive impairment. It was reported the patient was assisted by a family member and treated with drink. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump did not alarm again after the first low bg continuous glucose monitor alarm occurred and was confirmed. No further troubleshooting into the snooze setting for this alarm was completed. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.